Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the patient's baclofen pump was explanted because they didn't think the pump had led to functional improvement. It was stated that there were no specific complaints or problems with the therapy itself, beyond it not really helping her functionally and so they opted to have the pump and catheter explanted. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Other relevant components include: product ID 8703w lot# l49844 implanted: (B)(6) 1998 explanted: (B)(6) 2017 product type catheter. Analysis of the implantable pump serial number (B)(4) found no significant anomalies. Analysis determined the pump had reached end of service (eos) due to time progression, as expected. Interrogation of the device indicated the device had been delivering a concentration of 500.0 ¿g/ml of baclofen. The infusion mode was programmed to "stopped pump" mode. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown dose and unknown concentration of lioresal via an implantable pump for cerebral palsy and intractable spasticity. The pump was replaced on (B)(6) 2017 and returned to the manufacturer for analysis. It was indicated the device was used with/in the patient, for treatment, and there was no patient death and no patient injury. It was indicated the reason for removal was therapy-related, however it was unknown. The date of the event was reported as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the patient had always been on a very low dose of intrathecal baclofen (itb) with minimal benefit. Attempts to increase the pump led to weakness interfering with function. It was reported there were no problems, the patient did not want the pump anymore. No further information was provided.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.